Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. No error occurred when a qdot-micro, bi-directional, d-f curve, c3, split handle was connected. After ablation was started, contact force increased rapidly (80g to hi) in about 2 seconds. The catheter was reconnected, and ablation was conducted again, but the same issue occurred. The cable was replaced and the ablation was conducted again, but the issue was reproducible. The catheter was replaced with another new qdot-micro, bi-directional, d-f curve, c3, split handle and the issue was resolved; the contact force behavior after ablation was also normal. The procedure was continued and completed. After completion of ablation at the left ventricular outflow tract (lvot), hypotension occurred. Transthoracic echocardiography confirmed a pericardial effusion. Drainage was performed. After drainage, blood pressure recovered, and to be on the safe side, the patient was kept under observation in the critical care unit (ccu). The physician believes that the blood confirmed by drainage was venous blood, so it was presumed that it was not due to ablation, but another factor. Although a factor cannot be identified, the qdot-micro, bi-directional, d-f curve, c3, split handle was inserted into the aiv (anterior interventricular vein) and could be considered a contributing factor. Additional information was received indicating there was no evidence of steam pop. No transseptal puncture was performed. The adverse event occurred during the ablation phase, after ablating the lvot with the 2nd qdot-micro, bi-directional, d-f curve, c3, split handle catheter. The patient returned from ccu to general ward the day after surgery. The patient did not require cardiac surgery and fully recovered. Relevant patient history indicated the patient has shunts and ivc filters in both arms and is on dialysis.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31273613l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).